Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported multiple no deliveries alarming from the insulin pump despite changing sets. During troubleshooting the insulin pump appeared to function as designed. The customer's blood glucose value was 425 mg/dl. The customer was advised that there may have been a set or reservoir occlusion, and was sent replacement sets and reservoirs. No further info was provided.